Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the prostyle device was faulty, it did not work. In addition, blood pooled and thrombosed, which did not help. The method used to achieve hemostasis was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported unspecified device issue was observed as bent guide tube likely due to post procedure handling. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effects are known potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.